Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately displayed a "release shock button" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned for evaluation. The clinica data from the event was returned and evaluated and the device performed to specification. Review of the data indicated the end user was confused as to the operation of the device. The sequence of button presses is what caused the device to respond in the manner it did. The messages observed by the end user are normal advisory messages and responded appropriately based on the buttons pressed. Analysis of reports of this type has not identified an increase in trend.